Manufacturer narrative:
The complaint on the mc100 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 13759897 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation, but a lot history review will be performed.

Event description:
The event occurred on an unspecified date and involved a microclave¿ clear neutral connector. The customer/nurse stated the device was noted to be leaking and the piece of medline/tubing was changed out. The microclave clear neutral connectors noted to be leaking on continuous syringe infusions, connectors were changed. There was patient involvement; harm was not reported as a consequence of this event.